Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-12491. It was reported the pt was receiving pain coverage, but it was not as effective as the pain pump previously used by the pt. The physician explanted the ipg and lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.